Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pulmonary vein contraction (pvc) procedure, a pericardial effusion occurred during ablation. Radiofrequency was used to stop the pvc in the right outflow tract. At the end of the procedure, pvc's were no longer prensent. The patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices.